Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that during the procedure, the device did not work normally. The procedure was completed with backup device. There was no patient impact.

Manufacturer narrative:
Analysis found that there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The device was aligned with the 2ma position when receive. (The position / setting was not moved from the as received condition) the device would light when touching the probe tip to the grounding needle which indicates it was delivering stimulating current. The device was then functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per the xpi with no out of specification condition identified: ¿ ¿ position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.50ma. ¿ ¿ position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.04ma. ¿ ¿ position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.06ma. If information is provided in the future, a supplemental report will be issued.